Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms when trying to fill reservoir. Alarm occurred when reservoir was filled at 3 units. Customer's blood glucose was 400 mg/dl. Customer was not able to troubleshoot due to not having any more reservoirs, infusion sets or plunger. Customer was advised to call back if issue persists.